Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient felt really sick. The patient was dizzy and throwing up. The patient's parent noticed the cgm reading was low and when they checked a finger stick reading it was 600 mg/dl. The patient's parent treated the patient with insulin. Hours later, the parent removed the sensor and inserted a new one. After the sensor was changed, the patient felt better and the readings were back in normal range. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.